Event description:
Caller states the patient tested 2.0 inr on the coaguchek test system and 5.1 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Comparison performed at a medical facility. Requested return of suspect test system and replacement was sent. Coaguchek test system: meter, test strip lot 439a-e12, exp 04/2008, catalog #3116247.

Manufacturer narrative:
Suspect device: coaguchek test strip.